Event description:
It was reported by service report that the brakes keep coming out of the brake position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.